Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced irritation on where the battery was located. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.